Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) was confirmed. The cable between ECG 1 and ECG 2 were severed. The root cause for severed cable was unable to be identified there was no adverse event that resulted from the damaged belt.